Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error and cartridge alarm 30 occurred with multiple cartridges during the load sequence. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for insulin therapy.